Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013, 5866-37m, adaptor, implanted: (B)(6) 2013, 5866-37m, adaptor, implanted: (B)(6) 2013, 6981m, adaptor, implanted: (B)(6) 2013, 6981m, adaptor, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low impedance were noted on the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.